Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal iliac artery with no tortuosity to a kissing stent. The 9x39 omnilink elite balloon expandable stent (bes) was implanted; however, resistance was met with the 6f non-abbott introducer sheath during advancement. During removal the balloon met resistance crossing through the introducer, despite the balloon being fully deflated and negative pressure applied; therefore, the devices were removed together. Then in the other access the 10x39mm omnilink elite balloon expandable stent (bes) was attempted to be advanced through to a 6f non-abbott introducer but was not able. A 7 fr was also tried but there was resistance. Therefore, a 8f non-abbott introducer was used instead and the stent was implanted successfully. There was a delay in the procedure; however, there was no harm to the patient and there were no patient effects. No additional information was provided.